Event description:
The valve seems to have occluded two months after implantation. Confirmed by x-ray on (B)(6) and extracted on (B)(6) 2013.

Manufacturer narrative:
The returned spvb valve and both proximal and distal catheters have been rec'd and analyzed by our laboratory. According to the results, the valve does not meet all of its specification requirements. The ball-in-cone mechanism was blocked and consequently the reported lack of drainage has been reproduced. Additionally, several deposits have also been observed inside the distal catheter. Given the results, we conclude that an obstruction had developed inside the shunt system and affected the normal behavior of the valve. Such shunt obstructions are a known short and long term complication described in the instructions for use and they are not indicative of a device malfunction, or problems with surgical technique or handling. Moreover, in order to perform a stronger analysis, sophysa recommends in the chapter return of products to return any explanted valve immersed in water (non-saline), indicating if necessary whether cleaning has been performed.